Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2016-00391-1 / 00828).

Event description:
It was reported that a clinical patient underwent an initial left total hip arthroplasty on (B)(6) 1995 and a right total hip arthroplasty on an unknown date. Subsequently, the patient underwent an open reduction and revision procedure on the right side on an unknown date due to periprosthetic fracture. The patient¿s left side was revised on (B)(6) 2013 due to poly wear and osteolysis. The liner and modular head were removed and replaced. Operative report noted well-fixed stem and cup during the procedure. Additional information received reported that patient underwent a left hip revision on (B)(6) 2012 due to unknown reasons. During the procedure the liner and head were removed and replaced. The patient also underwent a right hip revision on (B)(6) 2012 due to a periprosthetic fracture. During the procedure the liner, head, cup, and stem were removed and replaced. It was further reported that patient underwent a right hip revision on (B)(6) 2013 due to unknown reasons. During the procedure the head, cup, liner, and stem were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "postoperative bone fracture and pain." Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Discarded.

Event description:
It was reported that a clinical patient underwent an initial left total hip arthroplasty on (B)(6) 1995 and a right total hip arthroplasty on an unknown date. Subsequently, the patient underwent an open reduction and revision procedure on the right side on an unknown date due to periprosthetic fracture. The patient's left side was revised on (B)(6) 2013 due to poly wear and osteolysis. The liner and modular head were removed and replaced. Operative report noted well-fixed stem and cup during the procedure.